Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. One shock while moving in a wheelchair and once while sleeping. The patient is small and the doctor is concerned that the shock impedance, although within range, may be high for the patient's size. The device was programmed off but remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A sense signal was applied to all 3 sense vectors; no noise, oversensing or double counting were noted. High power visual inspection of the header noted no anomalies. Code 3191 is linked for a surgical intervention.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks due to oversensing of noise. One shock while moving in a wheelchair and once while sleeping. The patient is small and the doctor is concerned that the shock impedance, although within range, may be high for the patient's size. The device was programmed off and later explanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding device explant.

Manufacturer narrative:
Code 3191 is linked for a surgical intervention.